Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnt-hsst) result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt-hsst result was 465 ng/l. The initial result was released outside of the laboratory but was questioned by a laboratory technician due to the patient's age. The same patient sample was retested twice with tnt-hsst results of < 3.00 ng/l and < 3.00 ng/l. Both results had data flags. There was no allegation of an adverse event. The tnt-hsst reagent lot was 345850 with an expiration date that was requested but not provided. A general reagent or instrument issue could be excluded based on the data provided. The investigation did not identify a product problem. The cause of the event could not be determined.